Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with (B)(4). Per review of wo on (B)(6) 2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The arctic sun 5000 was evaluated upon receipt. T4 temperature is not cooling down is confirmed. Alarm 113 showed repeatedly is confirmed multiple occurrences through the event logs on 04/02/2025 and 03/22/2025. Unit trips breaker is confirmed. Unit tripped breaker during heating function test. Chiller was replaced. During repair, the flow was unable to be adjusted above 1750 without removing the metering screw. Unit trips breaker is confirmed. Unit tripped breaker during heating function test. Device underwent 2000hr pm program. Flow meter was replaced. Chiller unit was replaced. Circulation pump was serviced. Mixing pump was serviced. Evaporator outlet tube was replaced. Double bend tube was replaced. Heater was replaced. Drain valves and manifold o-rings were replaced. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with (B)(4). Per review of wo on 17apr2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device. Per follow up information received via task on 18apr2025, the device would be sent to dymax, us. The issue was not resolved. Not yet repair. Per sample evaluation results received via task on 05aug2025, it was reported that the flow unable to be adjusted above 150 without the metering screw. Flow meter related issue wo-00107332. And the unit trips breaker was confirmed. Unit tripped breaker during heating function test and power issue related to the chiller.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The arctic sun 5000 was evaluated upon receipt. T4 temperature is not cooling down is confirmed. Alarm 113 showed repeatedly is confirmed multiple occurrences through the event logs on 04/02/2025 and 03/22/2025. Unit trips breaker is confirmed. Unit tripped breaker during heating function test. Chiller was replaced. During repair, the flow was unable to be adjusted above 1750 without removing the metering screw. Device underwent 2000hr pm program. Flow meter was replaced. Circulation pump was serviced. Mixing pump was serviced. Evaporator outlet tube was replaced. Double bend tube was replaced. Heater was replaced. Drain valves and manifold o-rings were replaced. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with wo: (B)(4). Per review of wo on 17apr2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device. Per follow up information received via task on 18apr2025, the device would be sent to dymax, us. The issue was not resolved. Not yet repair. Per sample evaluation results received via task on 05aug2025, it was reported that the flow unable to be adjusted above 150 without the metering screw. Flow meter related issue wo: (B)(4). And the unit trips breaker was confirmed. Unit tripped breaker during heating function test and power issue related to the chiller.